Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. The indications for use were unknown. It was reported that there was a pocket fill. The patient came to the clinic for a refill, and after the refill, the patient collapsed and went into respiratory distress. The patient was admitted to the hospital and the intensive care unit (ICU). The patient was stable and extubated on (B)(6) 2023. Once the patient is discharged from the hospital, the managing healthcare provider (hcp) will try to aspirate drug from the pump to confirm that it was a pocket fill. That date is yet to be determined, based on the patient's discharge. It was noted that the hcp had no further information. The patient's weight and medical history were unknown. The patient's status was alive with injury, due to the patient going into respiratory distress and being intubated and admitted to the ICU. The issue was resolved. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2023 indicated the patient¿s weight was unknown. It was noted the patient had a history of utilizing the pump at low dosing for pain relief. The patient was discharged from the hospital on (B)(6) 2023. The managing provider put the patient under fluoroscopy on (B)(6) 2023 to access the pump. He aspirated and found that no fluid came out. According to the interrogation the pump should have had 0.7ml so the excepted matched what was aspirated. The physician then refilled the pump successfully. It was reported the pump contained dilaudid 6 mg/ml at 0.5 mg/day, clonidine, and bupivacaine (concentrations and doses unknown).